Manufacturer narrative:
One opened 25 gauge (ga) trocar cannula and hub taped to a piece of tyvek were received for the report of there was cannula failure, the stainless steel cannula came out from the green hub. The returned trocar cannula/hub assembly was visually inspected and was found to be non-conforming, the hub and cannula were separated. There was presence of adhesive inside of the hub and on the cannula. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of separated trocar hub and cannula which confirms the reported issue of the steel cannula came out from the green hub. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub and on the cannula, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the trocar cannula failed last week during a vitrectomy procedure on the left eye. The stainless steel cannula came out of the green trocar hub. There was no harm to the patient.